Event description:
During routine testing at installation of the valporized,dexter-ohmeda service representative noted output of vaporizer was not within specification. Dexter-ohmeda's investigation into the reported occurrences is still ongoing. A follow-up report will be issued when the investigation has been completed.